Event description:
It was reported that when an asymptomatic patient presented in the operating room for a device upgrade, externalized conductors were observed on the right ventricular lead via diagnostic imaging. No electrical anomalies were detected. No intervention has been done as the lead remains implanted. The patient was stable throughout the procedure.